Event description:
Ten days after the implantation (while still hospitalized), the patient developed significant gastro-intestinal (gi) bleeding. Details regarding the patient's symptoms during this event were not provided. The patient was treated with eight units of packed cells and underwent coil embolization of the mesenteric artery. Three days after the initial onset of this event, the patient required another unit of packed cells and underwent a second embolization procedure. Three days after the latest procedure, the patient underwent a colonoscopy that revealed a 3cm ulcer of the cecum. During this period, the patient's anticoagulants and aspirin were held. As of the date of this report, the patient remains in hospital.

Manufacturer narrative:
The device remains implanted in the patient and is not available for return to the manufacturer for analysis. The most likely root cause of the gi bleeding event cannot be determined based on the information provided. However, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Investigations of complaints with similar circumstances were reviewed. Bleeding may be due to anticoagulation therapy, the hvad system, pre-existing conditions, and/or the implant procedure, and is a known potential complication associated with all patients implanted with vads. No additional information will be forthcoming. Device remains implanted.